Event description:
It was reported that the pt experienced a shocking/jolting sensation. The pt's implantable neurostimulator battery depleted in (B)(6) 2011. It was suggested that the depletion occurred much sooner than what was to be expected. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information showed the patient's device was explanted and replaced on (B)(6) 2011. No additional details regarding this event were reported.